Event description:
Account reports incidents in which, during injection of a contrast media with a pressure infusor, the sleeve stopper "blew out in the computerized tomography scanner." No pt compromise reported.